Event description:
As reported, the balloon of a 12mm x 4cm 80cm powerflex p3 .035 percutaneous transluminal angioplasty (pta) balloon catheter was unable to be inflated and a leak was observed at the distal balloon tip. There was no reported injury to the patient. Additional information was requested but is unavailable, and the device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 12mm x 4cm 80cm powerflex p3 .035 percutaneous transluminal angioplasty (pta) balloon catheter was unable to be inflated and a leak was observed at the distal balloon tip. There was no reported injury to the patient. Additional information was requested but is unavailable. The device was not returned for evaluation. A product history record (phr) review of lot 82227796 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ was not confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. However, with the limited amount of information provided regarding lesion characteristics and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which is not intended as a mitigation of risk, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time. Results code 3221/c20. Conclusion code 4315/d15.